Event description:
It was reported that a (B)(6) female patient, underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which required cardiopulmonary resuscitation, pericardiocentesis and extended hospitalization in the intensive care unit. Additional investigation informed that a transseptal approach was performed with a sl0 sheath and a brockenbrough needle; also an agilis 8.5 french steerable sheath was used as well as a cordis 8 french. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this happened during ablation probably due to a transmural lesion in a thin layer of aneurysm. However, the specific site of perforation is unknown due to the fact that the tamponade happened without any specific problems (steam pops, sudden impedance changes or specific high pressure). Settings during the event include: power of 30 watts, irrigation flow at 17 ml and 30 ml with an activated clotting time between 300 to 350 seconds.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17189717m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient, underwent an ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered cardiac tamponade which required cardiopulmonary resuscitation, pericardiocentesis and extended hospitalization in the intensive care unit. The bwi failure analysis lab received the device for evaluation. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.